Event description:
I had essure procedure that did not work (right fallopian tube did not block). Upon confirmation testing no blockage was seen. After the procedure I continued to have back pain, painful intercourse, heavy cramping and bleeding. I had to have additional surgery (tubal ligation) to ensure I did not get pregnant.